Event description:
The customer reported a failure to discharge during a patient event. The involved patient died. It is unknown if the device played a role in the patient's outcome.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge during a patient event. The involved patient died. It is unknown if the device played a role in the patient's outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.